Event description:
Stent malfunction during deployment. Stent only partially deployed. This forced the doctor to pull deployment device manually - risking errant placement. Stent deployed in correct location.